Event description:
Information was received from a patient via other who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller works in a prison facility and there is a patient with them currently who is complaining of not being able to charge ins. Pt says ins charge is at 0 and pt unable to charge ins. Pt is having a lot of pain due to loss of therapy. This issue started a couple of days ago. Caller is going to try to call back when caller has pt present for troubleshooting. The caller called back with pt present. When pt tries to start passive charge session (ins discharged as last charging was done 7-8 days ago) pt only seeing three 0's on passive charge screen. Tss had pt move rtm away from ins and then bring back over, then there was 0 and then 100 and 100. Pt also commented that the recharger (rtm) got hot and this started about a week ago. Also during charging attempt, a system problem error occurred with rm03 code. Tss will overnight new rtm as pt is having a lot of pain.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) serial number (B)(6) revealed no device found message. Scrapped. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.